Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: power drill (part/lot: unknown / quantity: 1).

Manufacturer narrative:
Patient gender was not available for reporting, although the reported name is generally used for males. Patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to treat nonunion of a radial shaft fracture on (B)(6) 2016, as the surgeon was drilling with the plate reduction wire, the wire broke at the base of the ball stop. There was no problem with the associated power drill. All fragments were easily retrieved, there was no surgical delay, and no additional intervention was required. A back-up reduction wire was available to use and the surgery was successfully completed. There was no patient harm. It was further reported that the non-union was the result of non-surgical treatment of the fracture. This is report 1 of 1 for (B)(4).